Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ chronic low back pain. It was reported that the ins was dead. Patient stated she tried charging two days ago and it would not charge. Patient stated all of a sudden there was a surge and it died. Patient stated she had charged a week before trying to charge 2 days ago. Patient stated she has had other device and she knows it is dead and needs to be replaced. No further complications were reported/anticipated.